Event description:
On 4/27/92, patient was taken to o.r. For insertion of jugular greenfield vena cava filter (routine procedure). Surgeon states that during insertion, the device partially deployed and became entrapped in the right atrium. Attempts to remove the device resulted in lacerations of the right atrium and vena cavadevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.